Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0a4av, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional information reported the patient also had urge incontinence.

Manufacturer narrative:
Correction: fdc no longer applied due to updated coding procedures.

Event description:
Additional information received reported there was a loss of effect and the patient felt the device was not working. The entire system was explanted and replaced; the event resolved without sequelae on (B)(6) 2016. The event resolved in an unscheduled clinic or office visit.

Event description:
Additional information received reported that the outcome was resolved without sequelae on 2(B)(6) 2014.

Event description:
It was reported that lead 2 impedances were greater than 4000. It was noted that interventions included reprogramming around lead 2 on (B)(6) 2013 and (B)(6) 2014. It was noted that it was self-reported that there was an increased urgency on (B)(6) 2014. It was noted that it was possibly related to the device or therapy and unlikely related to the implant procedure. It was noted that the signs and symptoms included increased urgency. It was noted that the patient had a resent l3-l4 back fusion. It was noted that the severity was mild. It was noted that it was an ongoing event.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0a4av, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3889-28, lot# va0a4av, implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received reported that the neurostimulator was reprogrammed on (B)(6) 2016.

Manufacturer narrative:
Event date was updated to 2013-(B)(6) due to new information. (B)(4).

Event description:
Additional information reported the patient¿s medication was adjusted and they were given toviaz xr 4 mg. Reprogramming was done around the lead breakage. Additional information reported the patient had increased frequency.

Manufacturer narrative:
(B)(4).